Event description:
This lead was explanted due to an insulation break and noise. The lead was not replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the kentrox sl-s steroid lead was found dissected at 11 cm distal to the is-1 connector pin. The df-1 connectors were dissected from the junction. All fragments were returned for analysis. The lead fragments were extensively analyzed. The inspection demonstrated a damaged insulation at 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables was damaged. These findings can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages of the kentrox sl-s steroid lead occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.